Manufacturer narrative:
Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the computer booted normally to the application screen. It was confirmed that cranial 3.1.1 would not install. There was an "insufficient disk space-install failed" error. The computer passed tests with no errors.. Analysis found that the reported event was related to a software issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that when the medtronic representative was upgrading the software to 3.1.1, he was receiving an error stating there was insufficient disc space. There were 1000 exams in sr/lupe/exams. Technical services (ts) recommended clearing out both of the exam folders, uninstalling previous cranial software versions and reinstalling the software. The medtronic representative reported he deleted all images, all previous cranial and the issue was persisting. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. There was no software issue found and the issue was caused by replicated issue: unable to install software due to corrupted os. Software was functioning as designed. If information is provided in the future, a supplemental report will be issued.